Event description:
(B)(4). Same case as MDR ID#: 2134265-2013-09374, 2134265-2013-09376. It was reported that following a coronary artery stenting treatment procedure, the patient expired. In (B)(6) 2010, the patient presented with recurrent episodes of pressure-type chest discomfort for approximately 3 months and was diagnosed with unstable angina. Cardiac catheterization was recommended. The 1st de novo target lesion was located in the proximal left circumflex artery (prox lcx) with 80% stenosis and was 6mm long with a reference vessel diameter of 3.5mm. The target lesion was treated with direct placement of two taxus liberte stents with 0% residual stenosis. A 2.75x12mm taxus liberte stent was deployed just distal to and slightly overlapping a 3.50x12mm taxus liberte stent. The 2nd de novo target lesion was located in the distal left circumflex artery (dist lcx) with 80% stenosis and was 10mm long with a reference vessel diameter of 2.5mm. The target lesion was treated with direct placement of a 2.50x12mm taxus liberte stent with 0% residual stenosis. The patient was discharged on aspirin and prasugrel. In (B)(6) 2013, the patient expired. Per the physician note, the cause of death was unknown. Site has confirmed that ¿the subject passed away at home and never went to hospital.¿ the autopsy report and death certificate are not available. No event documents are available. At the time of event, aspirin and other antiplatelet medication status was unknown and the study drug was never taken during the study.

Manufacturer narrative:
Device is a combination product device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).